Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode, determined it had undergone resets, and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode; device interrogation revealed codes 0x0 0x0 0x0. Remote monitoring data provided the message "implanted device not found on 01 jan 2023." It was noted that the patient fell recently and was experiencing chest pain. Additional information received reported that this crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode; device interrogation revealed codes 0x0 0x0 0x0. Remote monitoring data provided the message "implanted device not found on (B)(6) 2023." It was noted that the patient fell recently and was experiencing chest pain. Additional information received reported that this crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.